Event description:
It was reported that the patient noted fire damage on the transmitter. The transmitter was replaced. The patient was in unknown condition.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.